Event description:
It was reported the system stopped during a scan with filter drum errors and noise, causing the patient to be re-exposed. It was determined that the filter drum needed to be replaced. Once this was done, the system is working as intended.